Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional info was requested. (B)(4).

Event description:
A doctor reported that one day after a glaucoma filtering shut was implanted, it was touching the iris. The shunt remains implanted with no harm to the pt. Additional info was requested.